Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The pt's blood glucose level was 600 mg/dl. The customer stated that everything is well except when the cannula kinked that cause the high blood glucose. The pt stated the cannula kinked as a result of bad insertion site. No further assistance needed.